Event description:
Complainant alleged that the surgical staff was attempting to defibrillate a pt (age and gender unknown) during heart surgery, but the handles did not discharge. The complainant indicated that the staff was able to immediately obtain another set of handles to successfully defibrillate the pt, and that there was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The zoll technical service department evaluated the device and determined that the cause of the reported malfunction was attributable to an open circuit in the device's connector between pins 3 and 10. The device was scrapped by zoll and the complainant was sent a replacement set of internal handles.